Event description:
Follow up information identified therapy was resumed the same day. The patient is receiving effective stimulation and is doing well.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent permanent implant surgery on (B)(6) 2017. Postoperatively x-rays determined the lead had migrated. The patient returned to operating room the same day. It was noted the lead repositioned itself back into the original position when the patient was flipped over onto the operating table.